Event description:
Defective cpu board, defective air sensor, defective pressure sensor. Device history record was reviewed, no issue has been found. Device history log could not be reviewed, log not available. Received pump and confirmed customer reported issue of "error 98". Unable to review event log due to error 98. Defective cpu reset circuit. Upon replacing cpu board the pump made constant beeping due to defective battery. Replaced defective battery. During testing, found air sensor and upstream sensor defective. Replaced both sensors and performed full configuration and calibration. After repair, device was found to meet specification. Battery replaced by precaution because last maintenance date unknown. Regarding defective cpu board, a CAPA was opened in order to investigate the failure. Regarding defective downstream pressure sensor, a CAPA was opened in order to investigate the failure. Regarding defective air sensors, a CAPA was opened in order to investigate the failure.

Event description:
Defective cpu board, defective air sensor, defective pressure sensor.